Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 51 mg/dl at the time of the incident. The customer was at 130 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as light headedness and confusion. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be and reservoir will not be returned for analysis.